Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin leaked from the cartridge septum. The customer was able to load a new cartridge. Reportedly, the customer's blood glucose (bg) level was in the 600's mg/dl with large ketones and it was addressed with manual injections. At the time of the report, the customer's bg level was 257 mg/dl. The customer loaded a new cartridge.